Event description:
The caller alleged discrepant results when repeated the test with two different inratio meters. The results are as follows: clinic: 4.1, inratio (rt): 5.1, inratio (lt): 5.8, diff lot: 5.3.

Manufacturer narrative:
Discrepant results (accuracy) when repeated in ratio test with different hemosense meters. The results are provided by the end-user at time complaint was filed: clinic: 4.1, inratio (rt): 5.1, inratio (lt): 5.8, diff lot: 5.3, average: 5.08, stdev: 0.71, %cv: 14.06. As per internal procedure if the inratio value % cv is less than 20%, the criterion is met. Here the %cv is 14.06% so the criterion is met. The product will not be investigated.